Event description:
It was reported that the lift column on the 9800 system intermittently would not go down during a case. The system would operate after the button was pressed multiple times. The procedure was completed without incident and no patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.